Manufacturer narrative:
(B)(4). Batch # p58v63. Investigation summary the analysis found that one ec60a device was returned with no apparent damage and with an ecr60g cartridge not reload loaded on the device. The cartridge was received unfired. The device was tested for functionality in the articulated position with the returned cartridge reload and achieved its complete firing sequence without any difficulties. The staple line was complete, and the staples met the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during the left lower lobectomy surgery, could not fire farther after fired 1/5 when severing tissue on the 1st firing and note the staples malformed with straight leg as picture shows. Changed to the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.